Event description:
A malfunction alarm was reported on the pump by the customer, who is not canadian. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.